Event description:
It was reported that the relion® insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328512. Batch no. 9035799. Consumer reported exp date is missing from box. Caller who is pump user asking if product expired. Does not recall when purchased. Has not used from this box recently. Informed caller more than likely expired product from 2009 determined from lot number on box. Date of event (B)(6) 2021.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9035799. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were on packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328512. Batch no. 9035799. Consumer reported exp date is missing from box. Caller who is pump user asking if product expired. Does not recall when purchased. Has not used from this box recently. Informed caller more than likely expired product from 2009 determined from lot number on box. Date of event: (B)(6) 2021.